Event description:
It was reported that a user on the ilet experienced hyperglycemia with glucose readings up to 247 mg/dl, later 230 mg/dl, while using a contact detach infusion set (23", 6 mm) that had been in place for more than the recommended two days. The user reported a slight headache and stated she had only consumed sugar-free yogurt. Symptoms included hyperglycemia and a headache. Outcomes included no hospitalization and no device alarms. Investigation included troubleshooting and education, with guidance to change all infusion supplies due to extended wear of the infusion set. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential contribution from prolonged infusion set wear; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.